Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head would not interrogate and the uplink functional tests were out of specification; rf head cable found out of electrical specification. Cable insulation was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the cord was damaged near the head and it won't work all the time. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.